Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that the drive support cap is protruded. Customer noticed the protruding six months ago. Customer's blood glucose is 140 mg/dl. Customer's blood glucose reading was 230 mg/dl. Last night, customer treated with injection. Assisted customer with correcting the time. Customer will return the insulin pump. Nothing further reported.